Manufacturer narrative:
(B)(4): the customer reported a speaker malfunction technical inop was observe. No patient harm was reported. There was no report of loss of audio functions. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a speaker failure occurred. No patient harm was reported.